Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. System check was performed with tandem technical support and the root cause could not be determined. Customer successfully resumed insulin delivery. Customer's blood glucose was 155-303 mg/dl.